Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The device's machine flow sensor and blower assembly were found to be contaminated with dirt and was replaced to address the issue. Additionally, several components not related to the service require alarm were also replaced as per preventative maintenance requirements. The device was cleaned and tested and passed all final testing.